Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had missing segments on the display. It is not known when the alleged meter issue started or how the patient used the meter readings with missing segments. It is not known if the patient attempted to interpret the meter readings or if she stopped testing with the meter because of the alleged issue. The patient did not take any specific actions to treat herself after attempting to test with the reported meter. The patient reported symptoms of feeling lethargic during the time of concern. She claimed to have passed out on an unspecified date/time. Eight days earlier, the patient received assistance from emergency services. The patient's blood glucose was tested by emergency services using an unidentified device and a result of "52 mg/dl" was obtained. The patient was treated with oral glucose. It would have been helpful to know the following information: when the alleged meter issue started, when the symptoms started, and when the patient passed out. In addition, it would have been helpful to know the patient's medication regimen, if the patient made any changes to the regimen because of the meter issue, and her testing frequency. And control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged she obtained meter readings with missing segments for an unknown period of time. During the time of concern, the patient also claimed she passed out and received medical treatment for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.